Event description:
It was reported that resistance was met during advancement of the line and when the swg was being withdrawn, the swg uncoiled and separated. A piece of the swg was left in the subcutaneous tissue of the patient. The insertion site was the left subclavian of a (B)(6) year old female patient with a previous medical history of heart failure. The cvc procedure was not attempted again instead used 2 peripheral access lines. The patient was sent home with hospice referral for underlying co-morbid condition.

Manufacturer narrative:
Manufacturer control number: (B)(4).